Manufacturer narrative:
(B)(4). The abbott customer technical advocate (cta) discussed the issue with an abbott field service engineer (fse) and followed up with the customer on (B)(6) 2011. The customer stated they have been running the instrument without any issue since the low result was generated. The cta recommended the customer to check the aspiration probe as a precaution and perform a precision check. The cta followed up with the customer on (B)(6) 2011 and confirmed that the customer had no more issues. The customer did not replace the aspiration probe and quality controls have been working correctly and there have been no other patient result related issues. A review of the data from the customer site found the initial run with the low results had multiple parameters with dispersional data alerts (underlined results) and interpretive messages (when a result falls outside the appropriate limit). The cell-dyn sapphire system operator's manual, part number 9140426, revision a, contains information to address the customer's issues in this regard. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the current investigation. A product malfunction has not been identified for the cell-dyn sapphire related to the reported issue. Review of complaint tracking and trending; abbott customer technical advocate/field service initiated troubleshooting with customer intervention.

Event description:
The customer states that one patient sample generated initially low results for the wbc, hemoglobin and platelet parameters on the cell-dyn sapphire analyzer (closed mode of operation, cm). When the sample was retested ((both in closed and open (om) modes of operation)) results fell within the laboratory's normal reference ranges. No suspect results were reported from the lab. Wbc(10e9/l): initial (cm): 1.76, retest (cm): 72.3, retest (om): 128; hemoglobin(g/l): 7.21, 113., 154; platelet(10e9/l): 7.05, 114., 157. The customer reports that no further such instances have occurred since this sample was tested. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.